Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level close to 300 mg/dl. To address the bg level, the customer changed out the cartridge and infusion set, resumed insulin delivery and delivered a bolus. Recommendation was made to consult with health care provider regarding diabetes management.